Event description:
It was reported that upon deployment of a vena cava filter, two filter arms did not fully expand. A guide wire was used to successfully manipulate the filter arms to completely expand. The filter remains implanted in a satisfactory position in the ivc. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for corporate lot number gfxb3207 for this failure mode. The device was not returned. Images were provided and reviewed. Based on the image review, the complaint investigation is confirmed for failure of the filter arms to fully expand upon deployment; however, the definitive root cause for this event is unk.